Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received vibratory alert due to high atrial lead impedance. Fracture of the lead was suspected. The patient presented in clinic on (B)(6) 2017. Upon interrogation it was noted that the lead exhibited intermittent capture, a drop in p wave sensing. The noise was reproducible with arm movements. No signs and symptoms associated with fracture were noted. No investigations were done to confirm the fracture. The device was reprogrammed to vvi mode. Lead revision was discussed. The patient was in a stable condition.